Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. It was also reported the patient's programmer reflected a communication error. It was also reported the patient last felt stimulation approximately 2 weeks ago. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. The patient reported effective stimulation therapy postoperative. Please note : the implant date, model and lot numbers are unknown.